Event description:
There was an allegation of questionable glucose results from an accu-chek inform ii meter. At 4:49 pm, the result using meter serial number (B)(6) was 60 mg/dl. At 5:02 pm, the result using meter serial number (B)(6) was 23 mg/dl. At 5:09 pm, the result using meter serial number (B)(6) was 74 mg/dl. The customer stated they were only questioning the results from meter serial number (B)(6) and deemed all other results acceptable.

Manufacturer narrative:
Quality controls were tested on the meter and passed. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted